Event description:
As reported by the field, during a stent assist coil embolization to a right posterior communicating aneurysm, an EU 4.5x14mm intracranial stent 12 mm dw tip (enc451412, 6812653) became impeded in distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31083018) and could not pass through the microcatheter (mc). The physician removed the microcatheter and stent from patient and switched to another brand of devices to complete the surgery. The procedure was prolonged about 40 minutes. There was no patient injury reported. Additional information received on 30-nov-2023 indicated that there was no evidence of physical material within the device. No other devices were used with the concomitant device prior to the encountered resistance. The mc did not kink or bent. There was no damage to the stent. It was a wide neck aneurysm, non-calcified, tortuous with a vessel diameter of 4 mm. There was adequate flush maintained through the devices. The 40 minutes procedural delay was not clinically significant.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 31083018 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Per the instructions for use (IFU), never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00932.